Event description:
On all PICC insertions with the cook piccs, they are experiencing significant issues with the abrupt transition of the dilator and sheath which is causing severe pt discomfort and trauma to the vessel and skin. No part of the devices remained inside the pts, 6 of the pts required removal of PICC catheters and treatment of dvt (1820334-2013-00489), 12 pts in total - see also 1820334-2013-00490 for information relating to the other 6 pts) the initial reporter did not advise of any adverse effects to the pts.

Manufacturer narrative:
(B)(4) - adverse physiological. No product will be returned per information supplied by the customer. Incoming inspection of urethane winged extension for double lumen pic lines checks that the surface is clean and free of imperfections. This product is hipped with an IFU which states warnings, precautions and instructions for use. Under instructions for use step 4: "introduce the peel-away introducer assembly (sheath and dilator) over the wire guide. With a twisting motion, advance the assembly into the vessel. (Fig.1)" we are inconclusive as to why this failure mode occurred. The appropriate personnel have been notified and we will continue to monitor for similar complaints. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. No additional actions required at this time. Per (B)(4), additional action is not required at this time based on the associated risk.